Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's husband reported that his wife became hospitalized with hypoglycemia after wearing the pod over night on the arm. It should be noted that the patient had been dealing with blood glucose in excess of 500 mg/dl, prior to becoming hypoglycemic. Before going to bed (2:00 am), patient was able to achieve a blood glucose (bg) of 370 mg/dl with the help of the pod and manual injections. When patient woke up (5 am), bg measured 130 mg/dl, however, "was beginning to become incoherent." Emergency medical services (ems) were contacted and patient was transported to the hospital. During transport, patient's bg fell to 100 mg/dl, and 60 mg/dl when arriving at hospital. Husband reported hospital advised patient not to use the omnipod system. Limited details were available regarding specific patient treatment, including intravenous therapy and insulin delivery, while in hospital. Patient was discharged on (B)(6) 2017. It should be noted that the patient has several comorbidities, including an "issue with a foot," congestive heart failure, stage 4 kidney disease, and pneumonia.